Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that there were air detected in cassette and balloon valve leak warnings 23 times during pd treatment. A review of the patient¿s treatment records identified that the patient readings indicated an overfill. During drain zero the patient drained 20,386 ml of 2000 ml fill volume. This drain volume is 1,019% of the fill volume. The patient did not feel any difference physically and was surprised by the readings. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient verified knowing how to do manual treatments in the absence of a cycler. A new cycler was issued to the patient. Upon follow up, the patient's pd nurse verified the overfill indications and said there was no harm, intervention or adverse event associated with the events. The patient did get a new cycler and has been doing treatments going forward with no further issues. The cycler is available to return.

Manufacturer narrative:
Correction: g.2.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that there were air detected in cassette and balloon valve leak warnings 23 times during pd treatment. A review of the patient¿s treatment records identified that the patient readings indicated an overfill. During drain zero the patient drained 20, 386 ml of 2000 ml fill volume. This drain volume is 1,019% of the fill volume. The patient did not feel any difference physically and was surprised by the readings. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient verified knowing how to do manual treatments in the absence of a cycler. A new cycler was issued to the patient. Upon follow up, the patient's pd nurse verified the overfill indications and said there was no harm, intervention or adverse event associated with the events. The patient did get a new cycler and has been doing treatments going forward with no further issues. The cycler is available to return.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that there were air detected in cassette and balloon valve leak warnings 23 times during pd treatment. A review of the patient¿s treatment records identified that the patient readings indicated an overfill. During drain zero the patient drained 20,386 ml of 2000 ml fill volume. This drain volume is 1,019% of the fill volume. The patient did not feel any difference physically and was surprised by the readings. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient verified knowing how to do manual treatments in the absence of a cycler. A new cycler was issued to the patient. Upon follow up, the patient's pd nurse verified the overfill indications and said there was no harm, intervention or adverse event associated with the events. The patient did get a new cycler and has been doing treatments going forward with no further issues. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.